Event description:
It was reported that the ilet insulin pump¿s tubing connector broke when the device dangled and the user pulled on the tubing, resulting in a stuck cartridge and inability to remove the broken connector with needle-nose pliers. Symptoms included an elevated blood glucose of 175 mg/dl without hypoglycemia, injury, or hospitalization. Outcomes included interruption of insulin delivery from the affected device and the need for device replacement. Investigation included review of the user¿s account and photo and assessment for device component damage and usability failure. Investigation of this case revealed a cracked or broken infusion connector consistent with a mechanical break of the pump¿s external connection hardware, preventing normal cartridge/tubing interface and safe use. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress to the connector leading to component breakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.